Event description:
It was reported that the ilet pump stopped dosing, leading to a high glucose reading on the device and a concurrent fingerstick glucose of 418 mg/dl, with no reported symptoms, and the user completed a full supply change using a 6 mm cannula to resume insulin delivery. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included need for troubleshooting and education with corrective action taken and follow-up to confirm glucose reduction. Investigation included customer coaching, verification of dosing status, confirmation of sensor connection, and implementation of a full supply change to address potential infusion or delivery interruption. Investigation of this case revealed an interruption of insulin delivery consistent with a device use or infusion set/supply issue, with the specific cause not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.